Event description:
An end user reported that his coin size ulcus grew larger after two days of wearing the product. Slight bleeding upon removal. It was reported that the care givers failed to moisten product as described int he instructions and his wound became too dry in the course of time, the bandage stuck to wound bed adn wound margin. End user was advised to stop using the product and speak with physician who prescribed it. End user switched from aquacel ag to aquacel ag extra.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up will be submitted.